Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received multiple unexpected restart alarms and external ram crc error alarms. Her blood glucose was unknown. During troubleshooting for the unexpected restart alarm, the customer stated that the alarms occurred when she is trying to change her battery. She said that she then has to set the time and the date. The customer said that she has received multiple unexpected restart alarms after battery changes. The customer also mentioned that she received several external ram crc error alarms and that they did not occur during the rewind/prime sequence. She was assisted with performing the self-test and stated that the pump passed. She was advised that the pump needed to be replaced and that she may still wear the pump until the replacement arrives. The insulin pump is returning for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. No alarm during testing noted. Alarm after battery change due to faulty c13/ib. Pump had cracked case at display window corner, reservoir tube, reservoir tube lip and minor scratched display window.